Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during the drain cycle. The caregiver (cg) stated the home patient (hp) thought that he disconnected himself while he was sleeping. Product surveillance contacted the cg who stated the hp is on several medications and disconnected the patient line from the transfer set in his sleep by accident. The cg called the peritoneal dialysis nurse, who instructed the hp to go to the dialysis center. The hp was treated prophylactically with antibiotics. The set-up was discarded. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).